Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is sill in process. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 3of 18. Report received from (B)(6) stating that the cutter fractured during surgery. It is unk if injury or medical intervention occurred. The occurrence date is unk. There is no add'l info available.